Event description:
Reporter indicated that olanzapine was added to patient's drug regimen due to agitation and suicidal ideation. The patient's device was programmed to off as they did not continue the study. Treating psychiatrist indicated that the event was not related to the ncp system as the patient had history of suicidal ideation.